Event description:
On (B)(6) 2011, clinical specialist reported the pt went into dka. Clinical specialist stated she thinks the infusion sets were not properly inserted. Clinical specialist reported the pt was initially trained over the phone and may not have been inserting the infusion sets properly. Clinical specialist stated the pt is inserting the infusion sets manually. Clinical specialist reported the pt began experiencing elevated blood glucose levels while traveling and went to the ER; was treated for dehydration and placed back on the infusion device. Clinical specialist stated the pt did not change the infusion site at that time and after leaving the hospital his blood glucose levels went up again and he was admitted to the hospital for the weekend with dka. Clinical specialist reported the pt was not receiving any error messages on the infusion device. Timeline for incident was not known. Attempts to f/u with the pt were unsuccessful. Sent replacement infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.